Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). In the evaluation of service department of olympus (B)(4) (oekg) the following was confirmed; the reported phenomenon was reproduced. The camera cable of the device was damaged and defective. Omsc reviewed the manufacturing history(DHR) of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined, however there is possibility that the reported event was caused by breakage of the camera cable due to customer's handling. If additional information becomes available, this report will be supplemented.

Event description:
When the user connected the device to a video processor before a laparoscopic surgery, the endoscopic image disappeared and the visual field was suddenly lost. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to correct the h6 "conclusions" in the previous report. If additional information becomes available, this report will be supplemented.